Event description:
On (B)(6) 2024, customer reported having a low on (B)(6) 2024. Customer said sensor was not reading properly. Paramedics were called on at 4am. They gave him intravenous fluid and he drank orange juice and ate. Customer also mentioned using insulin drip. Sensor glucose value was 339mg/dl while blood glucose value was 40mg/dl at the time of the incident. Insulin delivery was not suspended due to the difference in sensor glucose versus blood glucose values. Today sensor glucose was also 212mg/dl while blood glucose was 69mg/dl. Customer said he had sensor updating and there was some blood. He had disconnected the transmitter and charged it and reconnected it back to the sensor. Helpline told customer that the sensor will not track properly if there is too much blood at the site or if the sensor is pulled out of the body. Helpline told customer to not connect the sensor back when there was blood. Pump returned under (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 69 mg/dl at the time of the event and a current blood glucose value of 40 mg/dl. The customer was treated for a low blood glucose event by emergency medical admission, given an IV insulin drip (intravenous insulin infusion), and was treated with food. It was reported that the insulin delivery was not suspended. The customer stated no symptoms related to hypoglycemia. Troubleshooting was performed and found that the pump was used within 48 hours of the low blood glucose event and the smart guard/auto mode was active at the time of the low blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.